Event description:
Revision occurred approximately 16 weeks after the primary surgery, which occurred on (B)(6) 2025. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. A 40 mm + 3 humeral stability cup was explanted; this item was replaced with a 40 mm + 9 135/145* humeral stability cup.

Manufacturer narrative:
Revision occurred after 16 weeks due to dislocation of unknown cause. No actual, implied, or suspect link to fx product.